Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown; PMA/510(k) number; manufacture date ¿ unknown. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2014-03320 / 03322).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 1990. Subsequently, patient was revised on (B)(6) 2006 and (B)(6) 2006 due to a fractured femur. Patient underwent another revision procedure on (B)(6) 2006 due to a loosened femoral stem.